Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined. One video and two q-syte connectors were returned for investigation. A functional test revealed a leak from each connector. A microscopic examination revealed a column tear in the septum. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that bd q-syte leaked. The following information was provided by the initial reporter: reported by the international medical department: joint leakage found during use, number of units affected (B)(4), samples can be returned 2 units, photos available, green claims required, complaint response letter required, complaint receipt letter not required